Manufacturer narrative:
The calibration performed on 06-jan-2023 was within specifications. The qc was within the provided ranges. The patient sample was centrifuged for 5 minutes at 6000 rpm. The customer's centrifuge spin time may be shorter than recommended, and the spin speed may be faster than recommended. The alarm trace did not indicate any issues. The field service engineer (fse) inspected the analyzer and found a damaged rinse tubing he then replaced the rinse tubing and syringe seals, as well as the vacuum solenoid assembly. The customer performed qc with successful results. The fse performed a hardware check by test performance with successful results.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable gluc3 (glucose hk gen.3) result from one patient sample tested on the cobas 6000 c501 (ul) v. The initial result was reported outside of the laboratory through a critical call made to the physician. The physician questioned the result based on their point of care (poc) testing result. The patient sample was then rerun on their c 311 analyzer. The initial result of the patient sample from the analyzer was 36 mg/dl (with a data flag in their laboratory information system - lis). The poc testing result was 114 mg/dl. The repeat result of the patient sample from the other analyzer was 126 mg/dl. The repeat result from the other analyzer was deemed correct.  The reagent lot number is 66105401. The expiration date was requested but not provided.